Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had the cannula replaced. After the trachea was replaced, the patient's coughing was more frequently than before. When the nurse checked the airbag pressure after 4 hours, she found that the airbag pressure was insufficient which could contribute to the patient's oropharyngeal sputum machine secretions to flow into the airway and caused aspiration pneumonia and decreased blood oxygen saturation, aggravated the condition, and prolonged hospitalization.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.